Event description:
A hydrothermablation procedure set was used during a hydrothermablation (hta) procedure (B)(6). According to the complainant, prior to the procedure, during set up, the sheath was cut with the tenaculum. There was some leaking but because the water was body temperature, there was no burn. There were no patient complications reported as a result of this event and the procedure was completed with another of the same device.

Manufacturer narrative:
The complainant was unable to provide the suspect device lot number; therefore, the device manufacture and expiration dates are unknown. The complainant indicated that the device will not be returned for evaluation as it has been disposed; therefore, a failure analysis of the complaint device could not be completed. If any additional relevant information is received, a supplemental medwatch will be filed. (B)(4).